Event description:
Customer stated that because he received only results of e11 on his two contour meters and could not get an actual blood glucose reading, he was sent to the hospital. His blood result at the hospital was 934mg/dl and was treated with insulin. The e11 error is an indication that the test strips have been exposed to a moist environment. Customer disposed of his remaining test strips so no info could be obtained. Meter info was given. Replacement strips were sent.